Event description:
Patient was under general anesthesia for subtotal thyroidectomy. When the or nurse was checking the ethicon endosurgery harmonic scapel curved shears prior to use, the machine stated error tip. Used new shears from the same lot number and the same thing happened. Went throught 3 different shears heads and 2 machines. Finally successfully used another scapel head from a different lot number.